Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found error codes 67, and 107. The fse could not reproduce error during testing. Performed full system check out with no reoccurrence of "internal communication error". System operated on simulator for extended period with no reoccurrence of error. System was released to customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has internal communication errors.